Event description:
According to the reporter, during a device demonstration, the three trocar balloons physically broke. The valve seal disengaged, the balloon did not inflate, and the balloon leaked gas/air. The balloon did not insufflate. There was no patient involvement.

Manufacturer narrative:
D10 concomitant medical products: oms-t12bt, oms-t12bt trocar blunt tip 12 str uux5 (lot#p4a1207); oms-t12bt, oms-t12bt trocar blunt tip 12 str uux5 (lot#p4a1207) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.